Event description:
This case was initially received via regulatory authority mhra (reference number: (B)(4)) on 15-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain since implantation in implantation site") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("constant pressure/ internal swelling that restricts defeacating"), abdominal distension ("constant pressure/ internal swelling that restricts defeacating"), menorrhagia ("significantly heavier menses"), sexual dysfunction ("completely impaired intimacy") and procedural pain ("intense pain experienced during hsg"). The patient was treated with antiinflammatory products and surgery (the removal of right side implant is scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal discomfort, abdominal distension, menorrhagia, sexual dysfunction and procedural pain outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, menorrhagia, pelvic pain, procedural pain and sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no results provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2922 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.